Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and shocking lead system displayed shocking lead impedances that were elevated and out-of-range. A non-guidant left ventricular (lv) lead displayed elevated thresholds. Pacing impedances and sensing was good and consistent. It was further reported that the device had begun to beep. Guidant received additional information that defibrillation testing w/both high and low energy shocks produced normal shock impedances.